Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -9.00/4.5/081 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os). The surgeon observed excessive vault the next day following surgery, loss of bcva and elevated iop (31 mmhg) without pupil block and angle closure were assessed on (B)(6) 2019. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.7mm vticm5 13.7 of -9.0/4.5/081 (sphere/cylinder/axis) implantable collamer lens into the patients left eye (os). The surgeon observed excessive vaulting the next at following surgery; loss of bcva; and elevated iop (31mmhg) without pupil block and angle closure were assessed on (B)(6) 2019. The lens was removed and exchanged on (B)(6) 2019 for a shorter length lens and problem was resolved. Patient code: 3191 secondary surgical intervention; exchange. Claim#: (B)(4).

Manufacturer narrative:
Adverse event, outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage (device). The reporter indicated that the surgeon implanted a 13.2mm vticm5 13.2 of -9.0/4.5/081 (sphere/cylinder/axis) implantable collamer lens into the patients left eye (os). The surgeon observed excessive vault with rotation the next day following surgery; and elevated iop (31mmhg) without pupil block and angle closure were assessed on (B)(6) 2019. The lens was removed and later replaced on (B)(6) 2019 for a shorter length lens and problem was resolved. Device code 1401 in original MDR is not applicable. Device code 2923 added for rotation. Claim#: (B)(4).